Event description:
Allegedly the patient was revised due to dislocation and cup (stryker) dislodged. The pelvis was also broken.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated.